Event description:
It was reported that the ipg was implanted right along the spine and was causing discomfort to the patient as it was protruding. It was also noted that the ipg was difficult to charge and would not reach a full charge despite troubleshooting attempts. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively with good coverage. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.